Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2014; 429688 lead, implanted: (B)(6) 2014; dtba1d4 ICD , implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that lead integrity alert (lia) triggered on the right ventricular (rv) lead and the patient received two inappropriate shocks. The rv lead had high impedance. It was also noted that the rv lead was over sensing and had noise. Pacing and shocking functions were programmed off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.